Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The pressure sensor assembly has been replaced. Device back in order and back in operation. Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: translated with google translator from german to english. After switching on, system test failed. Error code 233004. System test fails. Flowsensor cannot be calibrated. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The pressure sensor assembly has been replaced. Device back in order and back in operation. Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the issue occurred during tests. There was no patient involvement. The investigation concludes that a high peak pressure destroyed the sensors. It is unknown where this peak pressure came from. A possible cause could be that the partner may clean the appliance with high pressure. Pressure sensor assembly was exchanged and device is functioning as intended. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Event description:
The following was reported to hamilton medical ag: translated with google translator from german to english. After switching on, system test failed. Error code 233004. System test fails. Flowsensor cannot be calibrated. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: translated with google translator from german to english. After switching on, system test failed. Error code 233004. System test fails. Flowsensor cannot be calibrated. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The pressure sensor assembly has been replaced. Device back in order and back in operation.